Manufacturer narrative:
The reported malfunction was observed and was attributed to a faulty resistor on the main board. The customer received a replacement device. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.